Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, rewind, basic occlusion test, prime test and displacement test. However, the pump was received stuck in the motor error loop during bolus/basal delivery due to corroded motor home switch. The pump was unable to confirm motor position encoder error alarm due to erased history file. The pump was unable to perform unexpected error test due to motor error loop. No cosmetic damage was noted.

Event description:
It was reported of a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.